Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient did not have their equipment with them, however, they did review the steps for MRI mode. An offer was made to send an email with instructions, however the patient declined, so they were told the instructions were in one of the manuals. The reason for the call was to report therapy had not "cut down all the times for bladder control," however, they said it had helped with bladder spasms. The patient said they had made some adjustments, and were still on the initial program. They were currently at 1.2 volts. General programming guidance was reviewed, and the patient did not want to make an adjustment during the call. They were to continue adjusting their setting, and based on results, would consider switching to a new program if needed. The other reason for the call was to report that since five to six months ago, they started to experience hip problems due to the implant, and at some time (asked, unknown), the patient said the ins had shifted in their back and was too close to the spine. They had spoken to their managing doctor regarding this, and said they discussed having the system removed. The patient was redirected to their healthcare provider to further address the issue. They mentioned unrelated medical history which included spine issues, and that they receive ablation treatments (said turns stimulation off).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional: it was unknown whether the patient's ablation treatments affected the device. Patient will call to schedule reprogramming. No device removal is planned at this time. The device is still in use.